Manufacturer narrative:
Initial and final MDR (B)(4)-MDR 3003442380-2026-02720-device 2 of 4. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that the infusion set had fallen off during use event on 02-feb-2026. The event dates are 01-feb-2026 and 23-feb-2026. The infusion set had been in use for one day. The customer replaced the infusion set and was able to successfully resume insulin deliveries. No further information available.